Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a removal of esophagus cancer, they connected the reload to the adapter, the surgeon fully fired the device and tried to retract the knife, however the knife was stopped on the halfway, the device powered off and did not react at all (nothing displayed on the screen. The device did not react at all even though pushing every button.). The surgeon removed the handle from the adapter, opened the jaws with the manual adapter tool and removed the device from the tissue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design issue was identified during product analysis. The most probable root cause of the incorrect reading is due to a design error with the chip. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.